Event description:
Customer reported device generated a test result with an un-dosed test strip. Value was not provided. No treatment. A request was made for return product and replacement product was sent.